Event description:
It was reported that during a cryo ablation procedure, the balloon catheter on xray was not as expected as well as the way it was handling. The injection tube going through the balloon catheter seemed loose and wasn't following the internal line of the balloon rather than going straight through the catheter. It was difficult to place the balloon right on the pulmonary vein (pv). The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 39059 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed and it was observed that the balloon was bent. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for one application on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, it was observed that the guide wire kinked inside the balloon. A steerability issue was observed due to the guidewire lumen kink inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.132 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.